Event description:
It was reported that the asymptomatic patient presented for in-clinic follow-up with post-paced t-wave oversensing exhibited by the implantable cardioverter-defibrillator. No interventions were made, and the issue will continue to be monitored. There were no patient consequences.

Manufacturer narrative:
Additional information: b5 and h6.

Event description:
New information received notes that additional episodes of post-paced t-wave oversensing that resulted in alerts for non-sustained right ventricular over-sensing. Programming interventions were made. There were no patient consequences.